Event description:
A report was received that the patient will undergo a pocket revision due to the ipg being rotated in the pocket, which is causing discomfort. The ipg will be moved from her buttocks to her abdomen.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The replacement was physician's preference. The patient is reportedly well following the procedure. Explanted ipg will not be returned to bsn as it was discarded by medical facility.

Event description:
A report was received that the patient will undergo a pocket revision due to the ipg being rotated in the pocket, which is causing discomfort. The ipg will be moved from her buttocks to her abdomen.